Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This report for use error - reuse of single use product during the fill stage was confirmed/ the cause was undetermined. Labeling review found labeling to be adequate for the use error identified.

Event description:
Reportedly, on (B)(6) 2011, the homechoice machine alarmed check heater line during fill 1 of 5. The patient was connected to the machine. The home patient (hp) stated he had already disconnected and discarded supplies since the heater bag was empty. The hp also stated he had called before to restart setup from previous therapy with the same supplies after getting a previous alarm. The tsr advised the hp that the cycler was ok to use and to start new therapy with new supplies. No clinical consequences for the patient were reported. No further information is available. This report is addressing the patient's use error of restarting set up from previous therapy with the same supplies.